Event description:
It was reported this dialysis catheter was successfully placed for treatment in 2001. Approximately nine months post placement it was noted that cuff had detached and remained in the patient. No further details regarding the circumstances surrounding this event are available at this time. Should further details become available a supplemental medwatch report will be filed under the appropriate sequence number. This device has not been received for evaluation. Therefore, a failure analysis is not available. However, without evaluating the device co is unable to determine if the device met its specifications. Patient anatomy and/or user technique during accessing may have contributed to this event. However, company is unable to determine the exact cause for this event. The company's direction for use outline appropriate placement, access and maintenance procedures.